Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that an error code 528 was reported with a synchromed pump with morphine. According to the health care provider (hcp), the patient was admitted to the hospital due to withdrawal symptoms. After interrogating the synchromed 2 pump, the clinician programmer showed error code 528/529, indicating a motor stall recovery. Upon further questioning, the patient was not near a strong magnetic field (e.g. Magnetic resonance imaging - MRI) or other source of strong electromagnetic interference (emi) that could explain a motor stall. The symptoms started this weekend and the pump was implanted in (B)(6) 2024. To further evaluate the situation, the hcp would send them a copy of the last session reports, including the pump protocols. After reviewing the protocols, they would contact the hcp to discuss further troubleshooting and open questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (hcp) indicated that according to the logs, the pump stalled on (B)(6) 2024 at 4:40 and the motor stall recovered on (B)(6) 2024 at 5:10. The patient was receiving intrathecal morphine 10 mg/ml at 4.198 mg/day. Additional information received from a foreign health care provider (hcp) indicated that the implant date of the patient's pump was mid on (B)(6) 2024. The cause for the 528/529 motor stall recovery was unknown since it was 2 days after implant for just a few minutes in the nighttime. The patient had underdosage symptoms and the exact cause was unknown and the hcp was asked for a follow-up today. Additional information received from a foreign health care provider (for, hcp) indicated that the rep forwarded an hcp's general question about error code 528 when interrogating a synchro med pump. After speaking with the hcp on the phone, they said that the patient was in the hospital right now with withdrawal symptoms. The pump was a synchro med ii that was only 6 months old. There was no magnetic field or electro-magnetic interference (emi) involved. The hcp would check the pump protocol page and send this info with the last session reports to mdt. Additional information received indicated that the hcp sent one session report. The motor stall was indicated back on (B)(6) 2024, just two days after implant, for about 30 minutes during the night. The patient had a refill at the hospital. Technical services asked the hcp about residual volume to further evaluate a possible motor stall. The hcp wanted to do an x-ray with contrast. Technical services explained the general procedure. Additional information received from the hcp indicated that they agreed with the pain physicians that the increase in pain was presumably a habituation effect of intrathecal morphine administration, so they adjusted the oral medication and did not carry out any further examination/manipulation of the synchro med pump. It was stated that the patient was fine now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.